Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high reading of "231 mg/dl" compared to "160 mg/dl" obtained an another meter. The reported comparison was taken within 30 minutes of each other. A no response letter was sent to the patient. The patient manages her diabetes with oral medication (actos and metformin). On (B) (6) 2010, at around noontime, the patient reportedly obtained a blood glucose reading of "231 mg/dl" on the subject meter. Within minutes the patient claimed that she developed symptom described as "sleep." The paramedics arrived shortly after. The patient's blood glucose was obtained in the emt meter at "160 mg/dl." The patient reportedly was treated with IV fluid. Between noon and 5 pm, the patient obtained a blood glucose reading of "103 mg/dl" on a hospital meter. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know the patient's diagnose and treatment at the hospital, why the patient was treated with IV fluid. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. During troubleshooting, the customer care advocate noted that the patient was using expired test strip. This complaint is being reported because the patient claimed she received treatment that can be suggestive for acute complication of diabetes after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.